Event description:
In 2008, a patient/layperson alleged that his onetouch ultrasmart meter results were inaccurately elevated resulting in hypoglycemia with treatment by emt and in the ER. Customer service replaced meter, test strips, and control. The patient reported the following to this senior medical affairs specialist ten days later. All results are in mg/dl, the correct unit of measure. Due to blood glucose results on his meter ranging from 400 plus to hi (>600) for one week a few months before our conversation, the patient's physician reportedly increased his novolog insulin to 14 units four times a day from 10 units. The patient denied having any hyperglycemic symptoms. Prior to the event, the patient reportedly compared the meter (over 435) to his onetouch ultra meter (127) using the same lot of test strips and two separate finger sticks. Because he had not used the latter meter for some time, the patient doubted the lower result. No injury occurred with that comparison. Two days later at 7pm, a week after the insulin increase, following a result in the elevated 400's, the patient injected 14 units of novolog. Approximately 30 minutes later while having "white brightness" in his eyes, the patient reportedly passed out. His wife called emt who gave him an unk injection of probably glucose after attempting to obtain a result on the emt meter. Reportedly, the result was low to provide a number. The patient was transported to hospital where he was further treated and then released more than 24 hours later. His physician has since lowered his insulin back to 10 units. Because of an allegation of medical intervention for hypoglycemia after injecting insulin for an inaccurately elevated result, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.